Manufacturer narrative:
A1: the full patient identifier is (B)(4). A2, a4 and a5: the customer did not supply patient demographics such as date of birth, weight, ethnicity or race. H3 and h6: the access high sensitivity troponin I reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. System performance indicators such as system check, quality control and calibration were passing within specifications at the time of the event. No issues with sample integrity were reported by the customer. No other patient results were called into question. The customer technical support engineer helped the customer to troubleshoot. A 15 replicates precision study was performed. % cv was at 3.866 % and which was within the assay instructions for use imprecision claim. The customer did not report further concern with the hstni assay. In conclusion, although a preanalytical issue is suspected, it could not be verified as the customer did not report any specific issue related to sample handling. The exact cause of this event cannot be determined with the available information. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.

Event description:
On (B)(6) 2025 the customer reported one non-repeatable erroneously elevated hstni (access high sensitivity troponin I, part number b52699 and lot number 538651) patient result was generated on the customer's access 2 immunoassay analyzer, part number 81600n and serial number (s/n) (B)(6). The patient was treated with aspirin based on the initial erroneous high beckman hstni result. Physician prescribed the patient with a one-time dose. The patient was discharged and no other medication was used. The initial hstni patient sample result was 55 pg/ml on (B)(6) 2025 (no original data provided). A new sample was collected and the hstni result was <3 pg/ml. Patient report was amended with this value. There were no hardware errors or issues with other assays reported in conjunction with this event. System checks passed within specifications on 16sep025 and on 22sep2025. Calibration passed on 05sep2025 with reagent lots 538651 with calibrator lot 440395. Quality control passed within established laboratory¿s range at time of the event. There was no evidence to suggest carryover as the customer did not report running a sample of high troponin concentration prior to the questioned results. No issues with any sample integrity were reported by the customer. Samples were collected on green top (lithium heparin) tubes, centrifuged at room temperature (rt) for 5 minutes at 5000 rotation per minute (rpm). The sample was less than 10 minutes old when tested. The customer said he suspected sample handling errors caused erroneous results. A customer technical support engineer helped the customer to troubleshoot.